Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis, and procedure images were not provide. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies aphasia, hemiplagia, stroke and in-stent thrombosis as potential complications associated with use of the device.

Event description:
It was reported during a procedure for treatment of an aneurysm in the left pcom artery, the fred x stent was implantation well without any issues. 10 days after implantation, the patient came back with an in-stent thrombosis of the fred x. The patient had an acute stroke as a result of the thrombosis, strong hemiparesis and aphasia. The patient is currently in intensive care. The patient current/outcome status was reported as nihss 13.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis, and procedure images were not provide. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies aphasia, hemiplagia, stroke and in-stent thrombosis as potential complications associated with use of the device.

Event description:
It was reported during a procedure for treatment of an aneurysm in the left pcom artery, the fred x stent was implantation well without any issues. 10 days after implantation, the patient came back with an in-stent thrombosis of the fred x. The patient had an acute stroke as a result of the thrombosis, strong hemiparesis and aphasia. The patient is currently in intensive care. The patient current/outcome status was reported as nihss 13.

Manufacturer narrative:
Six pairs of images were reviewed for this investigation: pair #1: lateral ica angiograms (subtracted and non-subtracted) on the day of the procedure, immediately after fred deployment. There is a small, approximately 2mm, pcom aneurysm. The fred is appropriately positioned and opened from just distal to the ophthalmic artery to just proximal to the ica terminus. There is no clot. Pair #2: lateral cca angiograms (subtracted and non-subtracted) labeled "day 11, nihss 5, tirofiban 24h". The caliber of the ica inside the stent is decreased by either spasm or clot. There are filling defects (clot) at the proximal and distal ends of the braid. The stent has not moved. The aneurysm no longer fills. Pair #3: 2 axial mr images (likely flair) show hyperintense ischemic lesions in the mca/aca watershed area. The images are likely day 11. Pair #4: lateral ica angiograms (subtracted and non-subtracted) labeled "day 12): there is improvement, but not complete resolution of the previously described clot. The ica now has a normal caliber. Pair #5: 2 axial mr images (likely flair) labeled nihss 15 (likely day 12) show a slight increase in the hyperintense ischemic lesions in the mca/aca watershed area. Pair #6: lateral cca angiograms (subtracted and non-subtracted) labeled "day 17 nihss 10" show some persistent clot at the proximal and distal braid, and a slight decrease in the ica caliber since day 12. The cause for the clotting is not evident in the supplied images. The physical device was not received for evaluation. Without the return and physical evaluation of the device, the investigaiton is unable to determine if a condition existed that would have caused or contributed to the reported event.